Event description:
There was an allegation of a questionable high elecsys cea result for 1 patient sample on a cobas e 801 analytical unit. The initial result was 9.35 ng/ml. The customer was prompted to repeat the sample as the result did not match the patient's clinical diagnosis. The repeat result was 0.84 ng/ml. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.